Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when they connect luer slip syringes to the smartsites, they syringe is popping out causing drug and blood leakages.

Manufacturer narrative:
The incident set was not actually received, only unused samples. The fi on the unused samples of the same model and lot number of the incident set did not confirm the customer¿s complaint.